Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation with concurrent hysterectomy and bilateral salpingo-oophorectomy. The patient experienced stress urinary incontinence, infections, pain, erosion and bladder perforation post implantation. (B)(4).

Manufacturer narrative:
It was reported that due to suprapubic and pelvic swelling, urinary incontinence and urinary retention post sling implantation the patient had excision of intravesical sling limb. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced pain and organ perforation. It was reported that the patient underwent mesh removal on (B)(6) 2010. No additional information was provided. (B)(4).